Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress. The following information is stated in the instructions for use (IFU): ¿preparation and inspection_inspection of the endoscope visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ important information - please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (insertion part folded) was confirmed. It was observed the connecting tube was dented and corrugated. In addition, service found the control section, the eyepiece, and the grip was dirty. There was a leakage due to deformed control section, the light guide lens was broken, there were signs of flooding in the control unit, and there were black dots on the image. The bending angle in down direction was not working due to cut angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the insertion part of the subject device was folded. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the connecting tube was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off).